Manufacturer narrative:
The device and device information have not been made available for evaluation. The root cause is unable to be determined at this time. If any relevant additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during a procedure involving posterior spinal fusion, bone autograft & allograft, and insertion of magec rods, it was found the patient's lower extremities showed no motor evoked potentials. A post-surgical MRI suggested a spinal cord injury and possible spinal cord hemorrhage.